Manufacturer narrative:
It was reported that the patient experienced dizziness while he had a "very loud¿ alarm on his controller. The controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual examination and functional testing. Log file analysis did not reveal any anomalies. A review of the event and alarm file revealed a vad disconnect alarm due to a disconnection of the driveline connector from the controller. This alarm was likely due to the controller exchange. As a result, the reported event could not be confirmed. Note: the controller, (B)(4), did not have the smr software installed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness while they had a 'very loud¿ alarm on their controller. The patient¿s spouse had the patient sit down and exchanged their controller to the backup. The patient began to feel better after the exchange. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.